Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 14, 2023. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 11, 4217, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 11 - testing of device from same lot/batch retained by manufacturer. Investigation findings: 4217 - excessive heating identified. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt to confirm a burned v-cutter. The condition of the returned sample did not allow for electrical testing. A retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested. No anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the body of the v-cutter was burned. There was a delay in the procedure, however, the exact duration is not available and there was no harm caused. There was no blood loss as result of the reported issue. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 777 - cutter/blade. Health effect ¿ impact code #1: 4604 - delay to treatment/ therapy. Health effect ¿ impact code #2: 4614 - serious injury/ illness/ impairment. Health effect ¿ clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 2942 - flare or flash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.